Event description:
It was reported that a chest x-ray revealed that the lead dislodged. The physician attempted to reposition the lead and observed dried body fluid in the insulation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.